Event description:
It was reported that this patient with a pacemaker had bad diarrhea and cramps, and when on the way to the bathroom they passed out on the floor. The patient had contacted their physician and send a remote transmission. Additional information was requested for device involvement. The system remains in-service.